Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during a surgery to treat the sub-trochanteric fracture, the drill hit a nail at the time of drilling after the drill sleeve was inserted into the aiming arm. The surgeon successfully completed the surgery by adjusting the drill angle slightly. The operation was delayed by five (5) minutes and there were no adverse consequences for the patient. Surgeon commented that the connecting screw, insert handle and other parts were firmly connected and bending of the nail was not seen inside the bone. This report is for one (1) protect sleeve 11/8 green. This is report 4 of 5 for complaint (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 356.831, lot# 2223458. Manufacturing location: (B)(4), release to warehouse date: nov 21, 2006. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product development investigation was completed. The received part has signs of use on its surface. The exact root cause could not be determined as no detailed clinical information and not all involved parts, especially the involved nail, were provided. In addition, complained malfunction could not be reproduced as the device passed the required functional check at customer quality department successfully. The functionality test was performed in collaboration with product development department and with all received parts for this complaint and the corresponding equipment. Due to functional test results, this complaint will be rated as unconfirmed. As this instrument is more than twelve years old and this device is foreseen to a multiple use, it can be assumed that the damages were caused due to normal wear and tear over years. Additionally, incorrect handling of the equipment could have led to the issue, e.g. Was not mounted correctly. The cause of failure is not due to any manufacturing non-conformance. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.